Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer noticed some liquid as grease. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed a visual inspection using; and found fluid mentioned by customer is the silicone applied during manufacturing. Also performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.